Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no impact to the customer¿s blood glucose level. Although requested, customer did not have back up therapy and declined a follow up from tandem techincal support to verify if customer was able to obtain back up therapy.